Event description:
It was reported that the pulse generator exhibited far r wave oversensing and multiple auto mode switch episodes were observed. No intervention was reported. The patient was asymptomatic.

Manufacturer narrative:
.